Manufacturer narrative:
Date of death approximated since unknown. Date of event approximated since unknown.

Event description:
It was reported that a patient death occurred. It was reported via social media that the closure device needed to be explanted through open heart surgery. It was also reported that at an unknown date the patient passed away and no additional information, including cause of death, is available.